Event description:
It was reported that a pt may have suffered an esophageal tear during a transesophageal echocardiogram (tee). The pt was under anesthesia during the procedure. The healthcare professional performed the tee described difficulty placing the ge tee probe and observed a moderate amount of blood during the scan, however, the scan was completed and the pt appeared normal. "Hours later", swelling to the pt was observed and the pt was scheduled to have a CT scan. No further sequelae was reported.

Manufacturer narrative:
Under european law and (B)(6), pt info is considered confidential and will not be released by the hospital. Device manufacture date is unavailable at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.